Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code).

Event description:
Pentax medical was made aware of an event that occurred in the united states. The information provided indicated that the primary channel is blocked. The customer stated tape was stuck inside the channel involving a pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 02-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician confirmed the customers experience of resistance, but did not document tape or other stuck accessories in the channels of the device. The technician also documented the following inspection findings: primary operation channel resistance, bending rubbersevere discoloration, bending rubber glue severe discoloration, suction tube resistance, air/ water nozzle glue missing, distal body laser burn at channel outlet, right/ left brake knob markings faded, insertion tube mild crush at stage 1, hole in # 1 remote control button cover, leak at # 1 remote control button cover, up/ down control knob/ lever plastic cover at pivot separated, right/ left control knob markings faded. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, angle wire, suction channel lg, remote control button(1). Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 16-sep-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in (B)(4) facility on 20-oct-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-oct-2017. The endoscope is awaiting repair completion and approval as of 24-sep-2021.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.